Event description:
The nurse reported the viscous fluid injection does not work on the system. The surgeon completed viscous fluid injection manually. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. Preventative maintenance was completed. The system was then tested and met all product specification. (B) (4)